Event description:
Reporter indicated that his handheld computer went "bad". A replacement handheld was sent to the site. Good faith attempts to obtain add'l info and the product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.